Manufacturer narrative:
Reported event: the issue was noticed when the pins were pulled out. One of the tips of the pins was snapped off. They then brought in flouro to see where the tip was. They saw that it was in the cortical bone of the patient. There surgery was essentially done but the delay was about 7 minutes to bring the flouro machine in. Procedure pka. Device evaluation and results: the product was unavailable for inspection. Device history review: review of the device history records indicate (B)(4) devices were manufactured under lot no w45250 and accepted into final stock on 06/11/2016. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143110, lot number w45250 shows 1 other investigation related to the failure in this investigation. This pr is (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The issue was noticed when the pins were pulled out. One of the tips of the pins was snapped off. They then brought in flouro to see where the tip was. They saw that it was in the cortical bone of the patient. There surgery was essentially done but the delay was about 7 minutes to bring the flouro machine in. Procedure pka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The issue was noticed when the pins were pulled out. One of the tips of the pins was snapped off. They then brought in flouro to see where the tip was. They saw that it was in the cortical bone of the patient. There surgery was essentially done but the delay was about 7 minutes to bring the flouro machine in. Procedure pka.